Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file was analyzed for this event. The signals in the run data file indicate that the trima accel system operated as intended and there was no indication of a conclusive cause for the higher than expected wbc content in the platelet product reported for this collection. There are signals in the run data file that are consistent with some possible clumping/aggregation during the collection. Based on the available information, it cannot be ruled out that this clumping/aggregation could be donor related and could have affected the separation of cells in the lrs chamber. It also cannot be ruled out that a sampling, calculation, or other process error could have contributed to the elevated wbc content in the platelet product. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.